Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. The numbers does not ramp up on its own or scroll bar moving with no input. The pump was unable to prime during prime test and motor error during the basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump was unable to perform the excessive no delivery alarm test due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 459 mg/dl. The customer treated the high readings with manual injections. The customer stated that he swam yesterday and the buttons on the pump were not responding. The customer stated that the numbers were ramping on their own. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.